Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2012 and absorbable staples were used to fixate the mesh. After deploying the first staple lateral to the epigastric vessels, the site began to bleed profusely. The surgeon was unable to remove the staple and applied pressure to the site to control the bleeding. An absorbable hemostatic agent was applied to the site and hemostatis was achieved.

Manufacturer narrative:
(B)(4). Bleeding occurred. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.